Event description:
It was reported that the right atrial lead had high impedance. It was noted that the impedance had been gradually increasing over the last 2-3 years with no change in function. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID sdr303b ipg, implanted: (B)(6) 2005; product ID 5076-58 lead, implanted: (B)(6) 2005. (B)(4).